Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis confirmed the customer reported complaint that a yellow part on the tip of the instrument (yaw pulley) was broken. Additionally, the instrument exhibited non-intuitive motion upon manual manipulation of the input discs due to the broken yaw pulley. The yaw pulley was missing a piece approximately 0.17 x 0.08. The customer did not return the missing piece. The known common cause of this failure is mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the missing instrument fragment is unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient. There is no indication that a malfunction of the instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgical staff noticed that a yellow part, measuring 2x1 mm, from the tip of the fenestrated bipolar forceps instrument was broken. According to the initial reporter, the site could not find the fragment after undocking. On 12/17/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, due to hospital regulations, the video is not available for isi to review. The fenestrated bipolar forceps instrument was inspected prior to the start of the surgical procedure. No issues were identified with the inspection of the instrument. Before the instrument damage was identified, the surgeon did not experience any issues with the use of the instrument during the surgical procedure. The instrument did not collide with any other instruments intra-operatively. The instrument's wrist was straightened prior to removal through the cannula. In addition, no resistance was felt with the removal of the instrument. No post-operative complications have been reported.